Event description:
During an unknown procedure, the device failed while cutting through tissue. The case was completed with a different device. While changing instruments it was reported the patient lost a lot of blood. Patient is fine at this point.